Manufacturer narrative:
(B)(4). Pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated on the electronic assembly.

Event description:
Information received by medtronic indicated that the customer had changed 15 batteries in two weeks. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.